Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not releasing clips. When the clips were released, the clip was going sideways. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition with a malformed clip in the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. In addition, the device locked out as intended and the orange indicator wheel was found to be undertraveled. No conclusion could be reached as to what may have caused the reported incident.